Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Device evaluation: the driver was returned for evaluation. Macroscopic examination confirmed two adjacent screwdriver blades broke off; the broken pieces were not returned. The handle was cracked. Microscopic examination revealed a quasi-brittle fracture surface with no indication of fatigue; consistent with excessive torsional force. Witness marks were noted on the lockscrew interface area.

Event description:
It was reported that the instrument was cracked; the handle and tip was broken too. Although the instrument was used in surgery, no patient complications were reported.